Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that the consumer had recharged her battery to full on and the next day she was still feeling heat in the battery pocket that was uncomfortable almost to the point of being painful. The consumer denied falling or having any trauma to the battery site. The skin above the battery was warm to touch and slightly pink. The consumer denied any other symptoms of infection. The patient applied ice to the area and was asked to call the rep back if it didn't improve. No surgical interventions occurred or were planned. The consumer was alive with no injury. It was noted that the consumer had a pacemaker. Additional information received reported that the rep spoke with the consumer on 22-sep-2015 and the site looked bruised and was still painful. The ice had helped with the burning sensation. The consumer was advised to call the rep if it didn't get better or got worse. No further outcome or cause was available. If additional information is received a follow-up report will be sent. The consumer's indications for use were noted to be spinal pain and chronic low back pain.